Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: silicone migration and rupture.

Event description:
Patient reported left side ¿rupture¿, ¿silicone not only in lymphs affected but also elsewhere in my body as the silicone has travelled¿, ¿arthritis type symptoms¿ which is not related to the device and ¿immune reaction symptoms that specialists have not found a cause for" that is also not related to the device. The device remains implanted.